Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display screen became cracked after the user fell while playing at school, rendering the screen unreadable while the pump continued to deliver therapy within range. Symptoms included no reported adverse clinical effects. Outcomes included a recommendation to transition to backup therapy and shipment of a replacement ilet. Investigation included internal complaint review and coordination for device replacement. Investigation of this device revealed physical damage to the display consistent with external impact, with no reported pump functional failure. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.